Event description:
It was reported that this electrode dislodged and moved from its original implant position. X-rays images have been sent for review for technical services (ts). All evidence indicates the electrode remains in service and no adverse patient effects were reported.